Event description:
Pt had removal of tumor at c6 and had c5-6 cervical diskectomy and hemicorpectomy. 2 weeks post-op lower rt screw dislodged from plate with washer mechanism still attached. In or found plate dislodged and washer mechanism had gone posteriorly changing the tilt of the plate. Md took hardware and states he was also going to notify medwatch.